Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting high out of range pacing impedance measurements. Additionally the lead was exhibiting noise and increasing threshold measurements. The local area field representative reported there was no pacing inhibition or asystole. The rate sense portion of the lead was capped and successfully replaced. No adverse patient effects were reported.